Manufacturer narrative:
Date received by manufacturer: 10jul2019. Date of report: 02oct2019. The front bezel was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019.

Event description:
The customer reported navigation ring failure. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.